Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The emergency stop switch was replaced. The system was tested and found to be working as intended. System returned to service.

Event description:
It was reported that the emergency stop switch needs to be replaced on the 2800 system. No patient injury reported.